Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (surgical reports) were provided. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom acetabular component 56/50 code p on the right side on (B)(6) 2007. The patient was revised on (B)(6) 2017 due to pain, loosening, fluid collection, pseudo tumor and elevated metal ions. This is a bilateral claim. Left side complaint : cmp-(B)(4).